Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and severely tortuous iliac artery. The f/g sterling otw 9.0 x 40/135 (4f) was being used for post dilatation of a wallstent. On the first inflation, the balloon was inflated to eight atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4).